Event description:
It was reported that during a splenectomy procedure, the surgeon tried transecting the tissue, linear cutter misfired and staples did not form correctly. A new gun was used and fired either side of malformed transection. The surgeon took a photo of specimen and it is attached. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.